Event description:
Luge wire tip sheared off in the posterior coronary sinus branch while being withdrawn through an inner select catheter. Attempt to snare the tip was unsuccessful. The wire tip was stable in position throughout the procedure. No complications.